Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: the pump's black box showed evidence of partially discharged batteries being installed resulting in low battery warnings and replace battery alarms on (B)(6) 2016. The returned battery cap was able to fully tighten to the pump and power it on. The pump's current draws measured within specification. The keypad was torn but th ebuttons were still responsive.